Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 10-jan-2023. The device evaluation was completed on 24-feb-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical evaluation of the returned device were performed following bwi procedures. Visual analysis revealed an electrode lifted with no internal components exposed. An electrical test was performed, and an open circuit was found on the tip area. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It could be related to the lifted electrode found. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: open circuit (c0205)/ investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿noise¿ issue. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿noise¿ issue and the biosense webster inc. Analysis finding of the ¿electrode broken¿ issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter and the biosense webster, inc. Product analysis lab observed an electrode damaged issue. Initially, it was reported that when the catheter was inserted into the cardiac cavity, a signal noise was observed on electrode 11 -12. It was observed in intracardiac only on both the carto 3 and the lab. The catheter was in the patient¿s body at the time of the noise. The issue was resolved with the pentaray nav high-density mapping eco catheter replacement. The procedure was completed without patient's consequence. The noise issue was assessed as non MDR reportable. The risk to the patient was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-feb-2023 there was an electrode lifted with no internal components exposed observed. The returned condition was assessed as MDR reportable for an electrode damage issue. The awareness date for this reportable lab finding was 24-feb-2023.